Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes are underfilling. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information or correction: b5: describe event or problem: it was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes are experiencing tube push off and underfilling. There was no report of impact to patient or user. D10: device available for eval yes d10: returned to manufacturer on: 11-dec-2023. H.6. Investigation summary: bd received 4 samples from customer in support of this complaint from catalog 367962, lot number 3194811. The 4 samples were inspected with no issues being identified. The sample tubes were draw tested. All tubes were within specification limits with no tube push off observed. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits with no tube push off observed. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes are experiencing tube push off and underfilling. There was no report of impact to patient or user.